Event description:
I started using a so clean machine for my CPAP. About two or three weeks after using it daily, I started having a cough on a daily basis. I started to wonder if I was having some kind of allergic reaction and stopped using it. The cough continued and got worse and progressed to very hard frequent cough throughout the day. Progressing half lead to further work up and I was diagnosed with bronchiectasis. I have continued to struggle with this diagnosis since then in 2018. Machine cleans the CPAP using ozone. Complete work up looking for scars for the bronchiectasis was negative. The cause of the bronchiectasis, has not been determined. I continue to have treatment for the bronchiectasis with nebulizing vest and a respiratory vest. FDA safety report ID# (B)(4).